Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having diagnosed with hbp, difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged high blood pressure. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, there is dust contaminant on the ui panel, on the top of the blower box, rear panel, o-ring of the rear panel, bottom enclosure, blower, blower seal, blower box, and inside the inlet of the blower box, confirming debris in the airpath. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symtoms specified. In this report, section h6 has been updated.